Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The foreign material may have been present due to insufficient cleaning or mishandling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in the event description, evaluation found the air/water and suction cylinders were discolored, the circuit board unit in the scope connector was discolored due to water leakage, water tightness was lost due a pinhole on the air/water tube, water tightness was lost due to a crack on the distal end, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the scope cover was shaved, the light guide lens was chipped, and the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The evis exera iii gastrointestinal videoscope was a loaner device returned from the customer. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.